Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. It was noted that they finished all the strips and do not have them available for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter with an unknown serial number when compared to a laboratory result using an unknown method. The meter result was 2.9 inr and within a half-hour, the laboratory result was 1.3 inr. On (B)(6) 2020, at 8:47 a.m. The meter result was 3.1 inr, and about an hour and a half later, the laboratory result was 1.6 inr. The patient did not receive any medical treatment based on any result. The patient's therapeutic range is 2.5-3.5 inr and tests every 2 weeks.